Event description:
Account reported that laser vision correction patient had ifs procedure. When the physician was attempting to lift flap he noticed incomplete and flap lift was aborted. Prk (photorefractive keratectomy) surgery was performed and 1 week post-op bcva (best corrected visual acuity) was 20/20.

Manufacturer narrative:
(B)(4).. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Field service specialist visited the account and checked the system. He found no problem. System was already scheduled to be replaced. The de-installation occurred (B)(4) 2014 and new laser was installed. All pertinent information available to abbott medical optics has been submitted. Placeholder.